Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant took considerably longer to charge and would take almost up to 2 hours. The issue began just a couple months ago. Patient mentioned they initially met with a representative when they first got the implant because the implant took a while to charge. The representative did some adjustments and would make their implant charged in an hour and 20 minutes or an hour and 30 minutes. Patient denied notifying a representative about the current charging duration issue. During the call patient charged the implant with good connection and the implant was red. Agent reviewed best charging practices and the quality was intermittent between good and excellent. Patient stood up and was able to get excellent connection. Agent advised patient to sit up while charging but the quality was intermittent. Agent redirected patient to their healthcare provider (hcp) to address the issue.